Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ right side pain') and genital haemorrhage ('general abnormal. Bleed/abnormal bleeding (general),') in an adult female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 170 lbs. Concurrent conditions included overweight and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), anaemia ("anemia,"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), menorrhagia ("menorrhagia/bleeding during periods/excessive bleeding"), weight fluctuation ("weight gain / loss specify which one"), alopecia ("hair loss") and dysmenorrhoea ("constant pain during period") and was found to have hormone level abnormal ("hormonal changes describe:,"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and menorrhagia had resolved and the anaemia, hormone level abnormal, bladder disorder, urinary tract disorder, weight fluctuation, alopecia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, anaemia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011 insertion details-both tubal ostia were visualized and the essure implants were placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs+mr received -lot number added. New events hormonal changes describe, weight gain / loss specify which one, hair loss, constant pain during period were added. Outcome of pelvic pain, fatigue, bleeding updated to recovered. New reporter, patient information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal. Bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue,"), anaemia ("anemia,"), menorrhagia ("menorrhagia"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, anaemia, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anaemia, bladder disorder, fatigue, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received: case become incident. Unspecified event "injury to herself" was updated to more specific events: pelvic pain, genital bleeding, menorrhagia (heavy menstrual bleeding), anemia, bladder problem, urinary tract disorder, fatigue. Reporter added, patient demographic added, essure removal date added, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ right side pain') in an adult female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". Medical conditions: current weight 170 lbs. Concurrent conditions included obesity and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia/bleeding during periods/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("constant pain during period / dysmenorrhoea (cramping)") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain/loss specify which one: gain"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder/urinary problems changes : incontinence leaking"), pollakiuria ("bladder/urinary problems changes: more use of restrooms") and thyroid disorder ("hormonal changes describe: thyroid problems"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleed/abnormal bleeding (general),"), anaemia ("anemia,"), weight fluctuation ("weight gain / loss specify which one") and adnexa uteri pain ("ovary pain") and was found to have hormone level abnormal ("hormonal changes describe:,"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menorrhagia, vaginal haemorrhage and adnexa uteri pain had resolved and the anaemia, hormone level abnormal, urinary incontinence, pollakiuria, weight fluctuation, alopecia, dysmenorrhoea, thyroid disorder, weight increased and endometriosis outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anaemia, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pollakiuria, thyroid disorder, urinary incontinence, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2011, (B)(6) 2011 insertion details-both tubal ostia were visualized and the essure implants were placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events:hormonal changes describe: thyroid problems,abnormal bleeding (vaginal), weight gain/loss specify which one: gain, endometriosis, ovary pain, she did not undergo any essure confirmation test were added. Bladder/urinary problems updated to urinary incontinence and urinary frequency. Onset dates and outcome for events were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ right side pain') in an adult female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". Medical conditions: current weight 170 lbs. Concurrent conditions included obesity, uterine fibroid, endocervicitis, adenomyosis and uterine leiomyoma. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia/bleeding during periods/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("constant pain during period / dysmenorrhoea (cramping)") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain/loss specify which one: gain"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder/urinary problems changes : incontinence leaking"), pollakiuria ("bladder/urinary problems changes: more use of restrooms") and thyroid disorder ("hormonal changes describe: thyroid problems"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleed/abnormal bleeding (general),"), anaemia ("anemia,"), weight fluctuation ("weight gain / loss specify which one") and adnexa uteri pain ("ovary pain") and was found to have hormone level abnormal ("hormonal changes describe:,"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, heavy menstrual bleeding, vaginal haemorrhage and adnexa uteri pain had resolved and the anaemia, hormone level abnormal, urinary incontinence, pollakiuria, weight fluctuation, alopecia, dysmenorrhoea, thyroid disorder, weight increased and endometriosis outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anaemia, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, pelvic pain, pollakiuria, thyroid disorder, urinary incontinence, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 insertion details-both tubal ostia were visualized and the essure implants were placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Lot number: 787231, manufacturing date: 2010-10, expiration date: 2013-10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: fu 10 and fu 11 processed together. Quality safety evaluation of ptc on 5-may-2021: fu 10 and fu 11 processed together. Mr received. Reporter information and patient's medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ right side pain') in an adult female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". Medical conditions: current weight 170 lbs. Concurrent conditions included obesity and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("menorrhagia/bleeding during periods/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("constant pain during period / dysmenorrhoea (cramping)") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain/loss specify which one: gain"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder/urinary problems changes : incontinence leaking"), pollakiuria ("bladder/urinary problems changes: more use of restrooms") and thyroid disorder ("hormonal changes describe: thyroid problems"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleed/abnormal bleeding (general),"), anaemia ("anemia,"), weight fluctuation ("weight gain / loss specify which one") and adnexa uteri pain ("ovary pain") and was found to have hormone level abnormal ("hormonal changes describe:,"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, heavy menstrual bleeding, vaginal haemorrhage and adnexa uteri pain had resolved and the anaemia, hormone level abnormal, urinary incontinence, pollakiuria, weight fluctuation, alopecia, dysmenorrhoea, thyroid disorder, weight increased and endometriosis outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anaemia, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, pelvic pain, pollakiuria, thyroid disorder, urinary incontinence, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011. Insertion details-both tubal ostia were visualized and the essure implants were placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Essure removal date was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ right side pain') and genital haemorrhage ('general abnormal. Bleed/abnormal bleeding (general),') in an adult female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 170 lbs. Concurrent conditions included obesity and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), anaemia ("anemia,"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), menorrhagia ("menorrhagia/bleeding during periods/excessive bleeding"), weight fluctuation ("weight gain / loss specify which one"), alopecia ("hair loss") and dysmenorrhoea ("constant pain during period") and was found to have hormone level abnormal ("hormonal changes describe:,"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and menorrhagia had resolved and the anaemia, hormone level abnormal, bladder disorder, urinary tract disorder, weight fluctuation, alopecia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, anaemia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 insertion details-both tubal ostia were visualized and the essure implants were placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc (product technical complaints). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.